Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported that every time the patient tried to use the personal therapy manager (ptm) they were getting an error message that said lost connection and had to reestablish the connection. It takes a long time for the bolus to go through the activating the pump process but after they restart the handset it works fairly quickly. It goes from 50% to 60% and it takes 30-40 seconds between each of those percentages. Agent walked them through clearing data on the handset and suggested that they close out of all open applications each time they request a bolus. The troubleshooting steps resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.